Event description:
The user observed that the unit would intermittently fail to turn on. There was no pt harm involved. Tests on the unit disclosed an intermittent power switch (sw7) in assembly. No reason for the switch becoming intermittent could be identified. The event is not occurring more frequently or with greater severity than is usual for the device.